Event description:
It was reported the patient had his malleable penile prosthesis removed as the patient had a stroke and was unable to manipulate the device. Upon removing the device, the surgeon noted "brown ooze" that was felt to be a potential infection so no additional devices were implanted. No further patient complications were reported in relation to this event.